Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the insulin pump button error and keypad anomaly. Customer blood glucose was 85 mg/dl. Troubleshoot was performed. Customer states insulin pump were unresponsive than the screen went blank, the screen had lines. Customer states display anomaly has been reoccurring. Customer also had insulin pump failure and want a letter of the analysis. Customer was advice to monitor the insulin pump clock if it changes which it did. Insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump power up properly after battery installation. No blank display, frozen screen or button error alarm noted. However, unit have missing segment problem isolated to lcd board. Also unit have unresponsive up button due to corroded keypad trace. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify low battery alarm or any alarm due to unresponsive button. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.